Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a neurovascular emergency treatment. The procedure was procedure was aborted, and the patient was removed from the table and transported to another facility and completed later at the other facility after an estimated delay of approximately one hour. It was reported to philips that oil leak from the x-ray tube that impacted the imaging procedure. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found a torn oil cooling line on the cooler side. To resolve the issue, the fse replaced the oil cooling line coupler, refilled the oil tank, and thoroughly cleaned the gantry area, oil lines were secured with zip ties, ensuring adequate slack, and the c-arm was fully rotated in both directions to confirm there was no excessive tension on the lines. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an oil leak from the x-ray tube, impacting imaging procedure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.